Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an explant procedure.